Manufacturer narrative:
The device has not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a loss of prime issue. The patient reportedly experienced a blood glucose (bg) value of 364 mg/dl with abdominal pain and had difficulty waking up. The patient reportedly did not require medical intervention and remained on the pump. Animas customer technical support reportedly replaced cartridges as the health care provider insisted the cartridges needed to be replaced. The reported issue was not resolved during troubleshooting. This complaint is being reported because the patient experienced an adverse event allegedly due to the user unable to resolve the alarm resulting in a long term cessation of insulin delivery.